Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported on the event date ((B)(6) 2020) the patient received the following results within 15 minutes using two different meters: 150 mg/dl (accu-chek guide meter) and 66 mg/dl (accu-chek aviva ii meter). On (B)(6) 2020, the patient received following results within 15 minutes: 175 mg/dl (accu-chek guide meter) and 71 mg/dl (accu-chek aviva ii meter).